Event description:
Reportedly, a (B)(6) female patient underwent surgery for a valve-in-valve procedure due to degeneration of the mitral prosthetic valve, after an implant duration of 8 years ad 4 months (100 months). A sapienxt 26mm was implanted. On (B)(6) 2005 the patient was submitted to a double valve replacement (aortic + mitral). Diagnosis of initial surgery: active bacterial endocarditis, severe mitral insufficiency, heart failure. Recovering from tetraplegia. On pre-tavi implant echo performed on (B)(6) 2013, the patient presented with aortic root and aortic valve within normal range values; pulmonary hypertension; mv gradient 15 mmhg; central jet; moderate valve insufficiency. No other information provided.

Manufacturer narrative:
Device not returned. The device will not be returned for evaluation because it remains implanted. No patient condition information has been provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a valve after substantial implant duration is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), regurgitation, dehiscence, fibrosis or non-calcific degeneration. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically replaced because they are not functioning optimally. Without return of the device or additional information from the health care provider, we are unable to investigate into the root cause for this event.